Event description:
A high reading issue with the Abbott Diabetes Care (ADC) device was reported. The customer received a "161-201" mg/dL higher scan result on the ADC device compared to a "54-57" mg/dL obtained on an unknown device. It is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms describe as shaking, sweating and was unable to self-treat. As a result, a family member called the emergency services and customer had contact with a healthcare professional, however details of the treatment were not provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.